Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 24 stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The first stent strut on the proximal end was lifted outwards. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The 95% target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported. However, returned device analysis revealed stent damaged.